Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's spouse, david r gruber that customer passed away at home on (B)(6) 2015. It was reported that customer had heart problems and the causes of customer's death were cardiac arrhythmia, aortic stenosis, renal disease and congestive heart failure. The last recorded blood glucose in meter was 139 mg/dl on (B)(6) 2015 at 7:18 p.m. It was reported that customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller declined to return insulin pump because insulin pump was given to daughter and donation paperwork was being processed.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was returned with no battery installed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to the insulin pump was returned without a battery installed.